Event description:
Patient had a right hip revision due to a reaction of metal on metal of the components of the original surgery. Elevated cobalt and chromium blood levels.

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for inspection. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot and sterile lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right hip revision due to a reaction of metal on metal of the components of the original surgery. Elevated cobalt and chromium blood levels.